Event description:
It was reported to us on june 30, 1999 that while physician was removing pt's nephrostomy tube (in office). The tube broke leaving distal third section within the kidney and ureter. The tube was surgically removed at the hosp in 1999. No further info is available.